Manufacturer narrative:
Section a2, a3, a4: and a5: unknown/ asked but not available. Section b3:unknown/ asked but not available. Section d6a: if implanted; give date: n/a. Unknown, asked but not available. Section d6b: if explanted; give date: n/a. Unknown, asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens had opened but not used. Additional information revealed that the lead haptic was broken when the lens was advanced. The procedure was completed successfully using an unknown model backup lens. There was no incision enlargement, no sutures, and a vitrectomy was not required. No further information is available.